Manufacturer narrative:
Additional information provided. The customer¿s report of an overinfusion was confirmed; the report of the tylenol infusion restarting by itself (or by another nurse) was not confirmed. The customer's report was that on (B)(6) 2017 at 11:40am, a secondary infusion of tylenol (acetaminophen) was programmed with a concentration of 500mg/250ml and a rate of 10ml/hr. Review of the pcu event log showed no record of these programming parameters; however, at the reported event time, the user programmed a secondary infusion of acetaminophen with a custom concentration of 500mg/50ml and vtbi of 65 ml, which infused at a calculated rate of 260ml/hr. The infusion ran for 15 minutes and infused a calculated total volume of 65.02ml. The infusion then switched to the previous primary mode infusion parameters of ¿ivf maintenance¿ at the rate of 10ml/hr. No other infusions were programmed/started. The device was paused and removed at 3:40pm. There is no evidence to support another user having restarted the acetaminophen infusion, or the pump module having restarted on its own. Rate accuracy testing was performed and the device was within specification. The root cause of the entire dose completing in 2 hours was not identified however the cause of the medication infusing faster than expected was incorrect custom concentration programming.

Event description:
The entire dose was completed within 2 hours.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the device was programmed to infuse a secondary tylenol 1000 mg/500 ml at 10 ml/hr for one half of the dose (500 mg/250 ml). Later the nurse checked the infusion to find that the infusion had infused one half of the drug and had stopped as programmed. However, when the nurse re-entered the room later, it was found that the other half of the medication had infused. The customer is unsure as to what happened, whether another nurse entered the room and re-started the infusion or if the pump restarted on it's own. There was no report of patient harm.